Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown pka baseplate was reported. The event was confirmed through a photograph. Method & results: -product evaluation and results: no product was returned for evaluation however a photograph was provided for review. The photograph shows a recently explanted mako baseplate and insert, blood is visible on the devices. The baseplate is fractured. -clinician review: not performed as no information was provided for review. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: an event regarding crack/fracture of an unknown pka baseplate was reported. The event was confirmed through a photograph. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon wanted to do a poly swap but thought the knee felt loose. When surgeon got exposure to tibia she noticed the pka right medial tibial baseplate was broken in half and came right out. A new pka tibia baseplate was cemented in.